Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider, who reported that the device was overheating. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. The device was returned for evaluation. Upon evaluation, the device was found to have evidence of thermal damage to the sides and front of the compressor box. Evidence of mishandling was present throughout the device, such as multiple broken screw bosses, broken plastic on the compressor box and an inoperable fan. The inoperable fan resulted in multiple high gas temperature errors during use. There was no evidence of an electrical fault and all components in the gas path were found undamaged. Functional testing of the device indicated the device was operational and within specifications. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided. Prior investigations of root causes for similar warping issue has determined that the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. Continual operation of the unit outside of acceptable operating conditions, without the fan being functional, is likely the cause of the thermal event. Since the alarm system was functioning properly and multiple high gas temperature errors were logged, the user would have been alerted to the high temperature failure mode.